Event description:
Had a thallium stress test. After test my blood pressure has increased by 20 to 25 points, I have tingling feet and sporatic slowing of my pulse to 60. Had the same test late 2007. Had the same adverse side effects. Last time, the slowing of the pulse lasted one month, the higher blood pressure lasted for three months and the tingling in my feet abated but never completely went away. Last year although I reported these problems to my family doctor. I never associated them with the stress test. Then this year when the same adverse effects reoccurred and the tingling worsened after I had this stress I realized the association. Thallium and I think persantine was administered during the test. Dose or amount: unknown. Diagnosis or reason for use: stress test. Event abated after use stopped: no. Event reappeared after reintroduction: yes.